Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the revision surgery was performed due to infection.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device was not at hand for investigation. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) years old female patient was implanted with a 36mm biolox delta femoral head on left hip side on *b)(6) 2013, which was revised on (B)(6) 2016 due to infection after 3 years 2 months in-vivo time. Patient has bilateral tha. Her right hip initial surgery was on (B)(6) 2013. No revision to date. - warsaw split case reported in (B)(4). Patient medical history is received. Initial implantation surgery dated (B)(6) 2013: indications: female with morbid obesity and end-stage arthritis of left hip operation: report indicates that zimmer ml taper stem, continuum acetabular shell, 10 degree elevated liner and 36mm cobalt chromium head implanted. However, in the implant stickers the head is stated as biolox delta ceramic head. It is assumed that the cobalt chromium head was written as mistake. No other abnormalities noticed. Revision surgery dated (B)(6) 2016: operation: gross infection with membrane formation between bone and implant interface between both the acetabulum and prosthesis. Well fixated components. All of the tha components were revised. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate o fht biolox head was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause determination using dfmea: non sterile product due to sterile barrier is not sufficient within the sterility guarantee => not possible: the sterile barrier is validated according to the packaging specification. Incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => not possible: the sterilization method is validated according to the sterilization specification. Non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: the handling of the device is out of zimmer biomet control. Unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage) => not possible: the packaging of the product is validated according to the packaging specification. Transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: IFU (B)(4) (chapter "warnings - single use only - do not re-use" ) and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: revision surgery report confirms the event that all the left hip tha components were revised due to the infection. Possible causes include wrong handling of device due to wrong information and reuse of the device which is only intended for single use. Gamma sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family and it is highly unlikely that a disadvantageous product design favored or contributed to the infection more than 1 year after the implantation. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown biolox delta head, 36 on (B)(6) 2013 on the left side. The patient underwent a revision surgery on (B)(6) 2016 due to unknown reasons. Additional information has been requested and is currently not available. (This case is a split case with zimmer inc. (B)(4), USA, the same patient is treated in (B)(4), MFR report numbers: 0001822565-2017-01394, 0001822565-2017-01393 and 0001822565-2017-01392).